Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the automatic setup for this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors. The physician opted to not perform defibrillation threshold (dft) test during the implant, and to keep this patient overnight in the hospital. The physician ordered x ray imaging. Technical services (ts) discussed revision options for placement depending on what the imaging revealed. Currently, this electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the automatic setup for this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors. The physician opted to not perform defibrillation threshold (dft) test during the implant, and to keep this patient overnight in the hospital. The physician ordered x ray imaging. Technical services (ts) discussed revision options for placement depending on what the imaging revealed. Currently, this electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4 UDI section: added (B)(4).

Event description:
It was reported that the automatic setup for this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors. The physician opted to not perform defibrillation threshold (dft) test during the implant, and to keep this patient overnight in the hospital. The physician ordered x ray imaging. Technical services (ts) discussed revision options for placement depending on what the imaging revealed. Currently, this electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted. No additional adverse patient effects were reported.